Event description:
It was reported the patient presented for initial procedure. During implant, the stylet could not be inserted into the right ventricular lead completely. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to insert stylet was confirmed. A complete lead was returned in one piece for analysis. X-ray examination found the inner coil over torqued. The cause of the stylet insertion failure was isolated to the over torqued inner coil inside the connector region consistent with procedural damage.